Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included endometrial ablation, d & c in 2003, ovarian cyst, headache, insomnia, endometriosis and dysmenorrhea. Concurrent conditions included right lower quadrant pain and vaginal irritation. Concomitant products included paracetamol (acetaminophen) since 2001. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device/a vinci robotic laparoscopic assisted vaginal hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additonal surgery.she had surgery to remove the essure implant in (B)(6) 2015. Discrepancy noted in removal information from previous one:in recent follow up its mentioned as follows have you had your essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes. Anticipated/scheduled date: I do not have money and definite plans for removal at this time. Reason for removal: essure-caused injuries as alleged in complaint. Diagnostic results: peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis. On (B)(6) 2014:pathology diagnosis: peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received: events vaginal bleeding, menorrhagia,dysmenorrhea ,device monitoring procedure not performed were added. Lot number & lab data updated. Concomitant & historical drugs & conditions are added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included endometrial ablation, d & c in 2003, ovarian cyst, headache, insomnia, endometriosis and dysmenorrhea. Concurrent conditions included right lower quadrant pain, vaginal irritation and schizophrenia. Concomitant products included bupropion, paracetamol (acetaminophen) since 2001 and vicodin (norco). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device/a vinci robotic laparoscopic assi) and surgery (ablation). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, menorrhagia, dysmenorrhoea, depression, anxiety, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2015. Discrepancy noted in removal information from previous one:in recent follow up its mentioned as follows have you had your essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes. Anticipated/scheduled date: I do not have money and definite plans for removal at this time. Reason for removal: essure-caused injuries as alleged in complaint. Diagnostic results: peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis. (B)(6) 2014: pathology diagnosis: peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Following events were added: psychological or psychiatric problems condition: depression, mental anguish, lower back pain and abdominal pain. Concomitant drugs and concomitant condition added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included d & c in 2003, endometrial ablation, ovarian cyst, headache, insomnia, endometriosis, dysmenorrhea, migraine, gallbladder removal, laparotomy, ovarian cyst and miscarriage. Peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis. Concurrent conditions included right lower quadrant pain, vaginal irritation, schizophrenia, dehydration, hypertriglyceridemia, vomiting, nausea, stress, sleep loss, uterine bleeding, bleeding intermenstrual, fatigue, urinary frequency, vaginal discharge, weight gain, polymenorrhoea, hysteroscopy, d & c, endometrial ablation, itchy, sore throat, flank pain, cholelithiasis, cholecystectomy, endometriosis, flatus, acute appendicitis, difficulty breathing, wheezing, diarrhea, cystoscopy and appendectomy. Concomitant products included bupropion, hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen) since 2001. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and underwent hysterectomy due to complications from the essure device/a vinci robotic laparoscopic assi). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, menstrual disorder, menorrhagia, depression, anxiety, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additonal surgery.she had surgery to remove the essure implant in (B)(6) 2015. She received treatment for events pain and bleeding. Discrepancy noted in removal information from previous one:in recent follow up its mentioned as follows have you had your essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes. Anticipated/scheduled date: I do not have money and definite plans for removal at this time. Reason for removal: essure-caused injuries as alleged in complaint. Discrepancy noted in removal date: in f/u given as (B)(6) 2014 and in previous f/u given as oct 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: 1. Small umbilical hernia containing only fat. 2. No evidence for appendicitis.. Pathology test - on (B)(6) 2014: peritoneal wall, biopsy: fat necrosis with dystrophic calcification. Uterus with cervix, hysterectomy: 52.5-gram uterus with sparse atrophic endometrium and extensive endometrial fibrosis. Mild chronic endocervicitis.. Pregnancy test - on (B)(6) 2014: negative.. Ultrasound pelvis - on (B)(6) 2014: impression: mild thickening and irregularity of the endometrial shape, a nonspecific finding. Otherwise negative examination.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: received. Added event post procedural complication and metrorrhagia. Outcome of events pelvic pain, metrorrhagia and dysmenorrhoea, abdominal pain was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.